Event description:
It was reported during a procedure to declot and stent a graft in the upper left arm, the amplatz guide wire became stuck in the sheath and the complete system had to be removed together. The doctor used an 8 f introducer sheath for the procedure and the amplatz wire was a 145 and it was .035". Another stent was deployed successfully.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample has been returned; however, evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.